Manufacturer narrative:
H3: product analysis of product:k09a, lotno:unknown visual and functional inspection revealed the tip of the balloon has been damaged and leaks when tested. The damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: lot number is unknown e1: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal interve ntional procedure to treat a compression fracture resulting from primary osteoporosis. It was reported that two balloons in the kits were ruptured during procedure. Complications arose when the balloon on one side was successfully inflated, but the balloon on the opposite side ruptured during inflation. A replacement balloon was used, but it also ruptured during inflation. Despite these issues, a cavity was formed and the procedure was completed by injecting cement. The overall procedure was delayed by less than 60 minutes. There was no symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there were no issues other than the balloon. Hence kits doesn't have any device failures.